Manufacturer narrative:
Concomitant medical products: 500dm31, mechanical valve, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant of an implantable cardioverter defibrillator (ICD), the patient experienced a pocket hematoma. The pocket was evacuated. The ICD remains in use. No further patient complications have been reported as a result of this event.